Manufacturer narrative:
(B)(4). (B)(6. Information in section f provided by the manufacturer. The field service specialist (fss) visited customer site to inspect the unit. Fss refreshed all connector of advantech printed circuit board (pcb) and instrument manager. After that screen was working fine. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The customer reported blank screen occurred with the whitestar signature system. It was reported that black screen with low intensity beep sound coming from the monitor. There was no patient involvement reported and no patient treatments delayed or cancelled.